Event description:
Reporter indicated that device diagnostic testing (normal mode) at office visit resulted in high lead impedance reading (dcdc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high impedance test result. Lead break is suspected. Revision surgery is likely. No serious injury was reported in conjuction with the high lead impedance condition.

Manufacturer narrative:
X-rays were reviewed. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. Device failure is suspected, but did not cause or contribute to a death or serious injury.